Event description:
No additional information was received, please see h6 and h10.

Manufacturer narrative:
Investigation conclusion the investigation of the returned coil system found the pusher bodycoil stretched with the lead wires exposed at the transition area and the implant not attached to the pusher. The implant was not returned for evaluation. The pusher heater coil was found to have visible burn marks; furthermore, the investigation found the pusher's monofilament profiled a mushroom shape, which indicates the implant successfully experienced thermal detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretching of the pusher, but it is consistent with the device experiencing retraction forces over specification.

Event description:
It was reported that an embolization coil implant was successfully placed in an aneurysm and successfully detached. When the pusher was withdrawn it was observed to be separated. The pusher was withdrawn along with the microcatheter and removed from the patient. A stent-assisted coil embolization using jailing technique was performed with a stent, and the microcatheter was withdrawn. The procedure was discontinued and there was no reported patient injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.